Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are seeing system problem rm03 message on the controller since about a week ago. Patient also reports the recharger is getting very hot, and the controller will not recognize the implant when plugged into the recharger. Patient initially stated the controller wouldn't charge, however it was discovered that it was not paired unless plugged into the recharger, which is not working. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
H3. Analysis of the recharger 97755 (serial #:(B)(6) revealed "electrical failure, connector is damaged". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said they still cant charge implant, and they have to hold the cord at an angle and push it in at a certain spot in order to get it to charge. A request was sent to repair dept to replace the controller. Patient called back and repeated previously documented event. Patient stated that they got the replacement controller, but they were still having problem. Patient stated the replacement controller was still not charging. Patient said they had to push the plug of the ac power cord in to start charging and once they let go of the plug, the controller would stop charging. Agent had patient reset the controller with ac power supply and patient stated that the controller screen did not power on but when they disconnected the ac power cord and inserted the battery pack, the controller turned on. Agent sent a repair request to replace the ac power cord.